Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an issue with infusions set cannulas had an occlusion alarm during the high blood glucose troubleshooting. The blockage was at site an like something white blocking the cannula. The patient was using multiple daily injections. No further information available.

Manufacturer narrative:
E1: patient country: united states.